Event description:
Choked it up in throat [choking]. Choked in throat/(brush head) went down throat, swallowed it - oral-b [exposure via ingestion]. Round/circle top of the head broke off/came off in mouth, metal pin that holds it up came out and it came apart - oral-b [device breakage]. Case narrative: 53 year old female consumer via phone stated that the round/circle top part of the oral-b dual clean toothbrush head came off/broke off in her mouth. It went down her throat and she swallowed it. She "choked in [her] throat." She managed to get it up out of her throat/choke it up by bending over and spit/hacked it out/up. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
22-dec-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Choked it up in throat [choking]. Choked in throat/(brush head) went down throat...swallowed it - oral-b [exposure via ingestion]. Round/circle top of the head broke off/came off in mouth...metal pin that holds it up came out and it came apart - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: 53 year old female consumer via phone stated that the round/circle top part of the oral-b dual clean toothbrush head came off/broke off in her mouth. It went down her throat and she swallowed it. She "choked in [her] throat." She managed to get it up out of her throat/choke it up by bending over and spit/hacked it out/up. No serious injury was reported. 22-dec-2022 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.